Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that loss of capture was noted on the device and the patient was admitted to the intensive care unit with an infection presented with pneumonia, a low heart rate, and potential endocarditis. Diagnostic imaging was performed an no anomalies were noted with the device. The patient was intubated and ventilated. A temporary pacemaker was implanted. Later, the patient passed away. The cause of the death was not provided.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An event of loss of capture was reported to abbott. A software investigation was performed by reviewing session records provided from the customer. Based on the provided information, the programmed values (pulse amplitude, pulse width and pump mode settings) were correctly set. Furthermore, the device trims are correct and the measured battery voltage, battery current and load impedance are within the normal ranges. The root cause for the exit block (loss of capture) cannot be determined.

Event description:
Additional information was received indicating the loss of capture resulted in arrhythmia and dyspnea. The patient experienced fever due to the infection. Blood culture was positive for staphylococcus aureus. The physician did not consider the infection to be related to the leadless pacemaker nor to the implant procedure. The infection was treated with medication. The patient passed away due to septic cardiogenic shock resulting in organ failure. The physician considered the loss of capture resulting in arrhythmia to have contributed to the death.